Manufacturer narrative:
The device was not received for evaluation. The distributor provided a dhl tracking number which indicated the device was delivered. Medcomp has no record of receiving the package. There is no way to determine if the package was delivered to the correct address. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured, assembled, and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. Without an evaluation of the actual device involved a definitive root cause could not be determined. The instructions for use (IFU) contains the following warnings: do not use sharp instruments near the extension tubing or catheter lumen. Do not use scissors to remove dressing. Do not clamp the dual lumen portion of the catheter. Clamp only the extensions. Do not use serrated forceps, use only the in-line clamps provided. Catheter will be damaged if clamps other than what is provided with this kit are used. Clamping of the tubing repeatedly in the same location may weaken tubing. Avoid clamping near the luers and hub of the catheter. Do not clamp over guidewire or stylet - tubing may become damaged. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Currently waiting for additional information and the return of the device for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During hemodialysis on severe bleeding occurred from the dialysis catheter in the arterial limb. Dialysis had to be stopped, and catheter revision was performed under general anesthesia in the operating room.